Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor. No loose drive support disk noted during visual inspection. The insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported by the customer's father that his daughter's insulin pump had been alarming. During troubleshooting it was found that the drive support cap was flush with the device. Customer's father states that his daughter had dropped the device during dinner but had not attempted to recess the drive support cap. Advised customer to disconnect from the insulin pump and informed that the device alarming was due to the force sensor being unable to detect the reservoir. Customer's blood glucose level was 203 mg/dl at time of reporting. Nothing further reported.